Event description:
It was reported to boston scientific corp that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2009. According to the complainant, the clip failed to open, because it appeared to have been detached from the catheter already. The clip was able to be pulled out along with the rest of the device, when they went to use another clip (procedure was completed with two other clips with no issues). No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture dates are unk. The device has been received by this MFR, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).